Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed follow-up and obtained additional information. All parts were accounted for, and the patient was not harmed. The case was completed successfully. The representative stated that this had happened before, and tse noted for a mega suture breaking. The representative reached out to the I&a team to get assistance in case the spd was not cleaning instruments properly. Tse gathered case information and call ended. The procedure was completed with no reported injury. Based on the claim against the product by the customer noting the instrument broke at the tip and fell into the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pn: 471309-15 instrument was analyzed, and investigations confirmed the customer reported complaint "the instrument broke at the tip." Failure analysis found the primary failure of broken grip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece of approximately 0.106" x 0.207" was found to be broken off. The broken piece was not returned. Common causes of the failure mode broken instrument grips-tips are typically attributed to the user, such as excessive force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The complaint regarding noting the instrument broke at the tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted hysterectomy - benign surgical procedure, the clinical sales representative (csr) contacted an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the needle driver broke while the surgeon was suturing. All parts were found and accounted, and the patient was not harmed. The procedure was completed successfully. Csr stated that this had happened before, and tse noted that the mega suture breaking was captured in a separate complaint. The csr reached out to the I&a team to get assistance in case the hospital staff was not cleaning instruments properly. Tse gathered case information and call ended. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver involved with this complaint. A supplemental MDR will be completed once fa results are completed or if new information is received. No image or video clip for the reported event was submitted to isi for review. A review of the procedure logs was performed. Per the review, the benign hysterectomy was completed on (B)(6) 2022 via system sk0818. The mega suturecut needle driver (k11220509-0201) had 9 uses remaining. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke while the surgeon was suturing. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.